Event description:
It was reported that information was received from a patient's representative regarding an external device. The reason for call was the pt had not used their medtronic device; so then recently, since a few months ago the pt was getting pain on their side. The pt was "putting on" voltaren and they also used lidocaine. Now they were trying to use the equipment again but the ac power supply cord was missing. An email was sent to the repair department to replace the ac power supply. Additional information was received from a patient rep. Pt rep called back because they pt received the replacement ac power supply from this case, but they saw the no device found message when trying to recharge the implanted neurostimulator (ins) (agent understood this was due to the ins being possibly over-discharged). Agent had the pt enter passive recharge mode with 4-48-48 and they moved the recharger and saw 48-74-89. Agent reviewed the equipment was functioning as intended and suggested they continue through the passive recharge process for one hour and call back if necessary.- additional information was received from the manufacturer representative (rep). The reason for call was pt rep called back reporting they were continuing to have issues with not being able to charge patient's neurostimulator (ins) battery. Pss understood caller was unable to get screen to transition from passive recharge mode (prm) after speaking with previous agent. During today's call, caller noted the following numbers with antenna positioning 62/62/62 with a green/yellowish battery recharge indicator light;51/51/84; 51/52/85 eventually 51/54/85 with poor coupling [76]. Caller implied implanted components were not compromised and that battery appeared flush beneath skin. Caller inspected recharging antenna (rtm) cord w/o detecting any visible damage confirmed connector plug was secure and easy to plug into ptm. Pss reviewed best practices for antenna positing to get best quality connection with ins after caller indicated they had been placing paddle over battery implant incision mark / scar. Pss will continue troubleshooting with pt rep. Pss returned call; pt rep was still unable to get screen to advance past prm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient's family/friend reported. It was stated that patient has dementia and will not sit still for more than 10 minutes to try and charge the implant. The implant has been depleted for a while and needs to go through passive recharge mode, and caller was told this can take hours. Caller explained that their hopes for meeting with a rep would be to have someone else to help try and charge the implant and encourage the patient to sit still. Agent tried to walk through several options/tips with caller on the phone, but caller kept saying they just want to do it in person. Caller was also redirected to the managing healthcare provider several times, but caller said the doctor won't do anything.